Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was a line through the display and the display could not be read safely. Reportedly, the patient experienced elevated blood glucose (bg) of 22mmol/l with extreme thirst and trace ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the alleged display issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display was clear and legible with no evidence of lines through the display. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.